Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
The repair center of olympus (B)(4) was informed from the user that the image on the monitor of the subject device flickered during the unspecified stone removing procedure. The user changed the device to the unspecified one and completed the procedure. There was no report of patient injury associated with this event.the user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the repair center of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the unstable electrical contact of the video connector socket due to inappropriate handling by the user such as connecting the endoscope with insufficient drying. If additional information becomes available, this report will be supplemented.